Event description:
Reporter stated the center hexagon on the brake disk was round and while end user was waiting to receive the new brake discs, end user continued to use the chair. The user stopped on a short, but steep decline and switched the chair off. The chair started to roll down the hill and overturned with the user in it. The end user was hospitalized due to fractures sustained. Location of fractures is unknown.